Event description:
The manufacturer received information alleging a ventilator's external flow sensor had failed. There was no harm or injury reported. The manufacturer dispatched a field service engineer for evaluation and the customer's complaint was confirmed. The device's external flow sensor was replaced to address the issue.